Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which happened the same day after the sensor had been inserted in the abdomen. The patient was feeling weak, the cgm was reading 338 mg/dl and the blood glucose reading was 66 mg/dl. The patient stated she ate candy to bring her sugar up but passed out. Her husband found her and called the paramedics, upon their arrival blood glucose reading was 20 mg/dl. She was provided with an unknown treatment by the paramedics, and she was brought to the hospital. In the hospital, she received an unspecified intravenous treatment and another medicine she did not remember. Eventually she regained consciousness, and they monitored her sugar levels, after which she was discharged on the same day. The patient mentioned she also took acetaminophen but did not remember the dosage. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.